Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported that she still has the back pain and that the implantable neurostimulator (ins) never took the back pain away. The trial, however, went great. The patient noticed that sometimes when lying in bed, she felt shocking of her heart, to some degree, since implant. The patient reported that she always falls and stumbles, has fallen many times and that these falls could be related to this issue. The physician indicated, however, that the falls were not related to this issue. She had not been able to sleep, day or night and was really tired. The device was shocking her kidney. It had gotten really bad in the last 1.5 months, and later the patient suggested it started prior to (B)(6) 2015. This was noted to be a sudden change in symptoms / therapy. The shocking hurt and nobody had told her prior to implanting that the device could cause shocking, noting that if she had known she would not have gotten the device. The patient was in the hospital for a heart problem 1.5 months ago. Later the patient indicated that the kidney problem was caused by the device, and started when the device started shocking her, noting that she cannot even have an MRI for this issue. She had never had kidney problems before and noted that now her kidney was down to 10% and the other day the physician said it was down to 16. A manufacturer representative met with the patient and "cut off two probes." The manufacturer representative cut off b and c. The physician indicated that the manufacturer representative had programmed leads b and c off and left lead a on. While it resolved the shocking, it was not controlling the patient's pain. The patient indicated not understanding what the plan was for treatment. The ins was implanted to cover the patient's lower back and bilateral lower extremities. X-rays were performed and the physician reported that the leads appeared to be in the appropriate location, t8. The cause was not determined, the manufacturer representative indicated an impedance check was good, however the physician reported that no impedance measurements were taken and that the device was not on. The manufacturer representative noted reprogramming had been done and that no additional actions were planned.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), explanted: (B)(6) 2015, product type: lead. Product ID: 3776-60, serial# (B)(4), explanted: (B)(6) 2015, product type: lead.

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the patient's shocking around their kidneys issue started 8 months ago. As an action to resolve the issue multiple reprogrammings of the device were performed with no improvement. The device system was then explanted on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Event description:
The patient reported that the spinal cord stimulator (scs) has been shocking her for three months. The patient wanted to stop charging. The patient was encouraged to continue charging so that troubleshooting could be performed, but noted that therapy could be left off. The patient was scheduled to see the physician on (B)(6) 2015.